Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was going on a cruise and they didn't realize their dbs therapy had been turned off. The patient mentioned they "went in the toilet" stating they were unable to walk or stand or "do anything". When they discovered the therapy had been turned off, they turned it back on and within 12 hours they were back to normal. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating they were very still and unable to move about after going around some magnetic weapon detectors.